Event description:
Patient presented to the ed (emergency department) with complaints of a 2 day history of chest pain. He was taken to the cath lab from the ed. Angiography revealed 70% ostial stenosis of the first obtuse marginal branch and approximately 95% stenosis of the lad (left anterior descending). Previously stented diagonal branch had 95% restenosis. Balloon pump was placed via right common femoral artery. CABG (coronary artery bypass graft) was considered, but pt on blood thinner at home - wanted to wait 4-5 days for surgery. Pt went to ccu (cardiac care unit), but was taken back to cath lab the same evening for angioplasty. After angioplasty of lad and mid-segment diagonal stenosis, pt's symptoms subsided. Two days later, pt developed signs of acute bowel ischemia and a CT scan was performed. The balloon pump was discontinued that same day. CT found bilateral pleural effusions and pulmonary edema. CT also showed tight stenosis of at least 50% at celiac origin and 30-40% stenosis at the sma (small mesenteric artery) origin. There was also an abrupt cut off in the ileocolic artery, compatible with thromboembolic disease. The patient was taken for emergent hemicolectomy with resection of the distal ileum and transverse colon that evening. Ischemic changes to the right lobe of the liver were also noted during the procedure. Patient was returned to the or two days later for an abdominal exploration, where large amounts of blood and clots were discovered and another bowel resection was performed. Pt returned to ICU where he remains. This is one of 4 patients we have seen with clotting issues after the use of the iabp. One previously reported patient had CT showing multiple clots, including one at the iabp catheter.